Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst when the user was trying to inflate the balloon. Because of this, the user was unable to use the device. There were no reports of patient injury. This issue occurred after a percutaneous transluminal angioplasty (pta) case. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, h6, and h10. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data: code of 1074 - burst container or vessel was changed to 1546 - material rupture.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst when the user was trying to inflate the balloon. Because of this, the user was unable to use the device. There were no reports of patient injury. This issue occurred after a percutaneous transluminal angioplasty (pta) case. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position and exposed to blood. Blood residues were observed. Procedural sheath and syringe were not returned. As part of the visual inspection at high magnification, a longitudinal tear on the balloon could be observed. A product history record (phr) review of lot f2213101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device due to the longitudinal tear. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the limited information available for review and product investigation, access site vessel characteristics (although not reported) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.